Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was declined to troubleshoot for high blood glucose. The customer treated high blood glucose with bolus. Customer reported that they did receive a sensor updating and change sensor alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, sleep current measurement, active current measurement and self test. Device received with prime anomaly due to moisture damage on force sensor assembly. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No change sensor alerts noted during testing. Moisture damage on electronic board stack and motor assembly. (B)(4).